Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the step taken for the intermittent changes in the left leg and around ins was to change the channels. There was no resolution of the reported symptoms. Patient reported she was not getting sufficient stimulation to help with her symptoms, patient was voiding between 15 minutes to 2 hours. Patient reported she adjusted setting from 1.5v to 1.9v and it was uncomfortable in the vulva/ labia area and she was not sure what else to do.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0wqma, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient was not feeling stimulation while therapy was off. The therapy was turned on but still did not resolve the situation. The patient stated that one week ago on saturday she lost therapy effect and her symptoms were like they were before implant. The patient did increase stimulation but it did not have much positive effect. The patient changed from program 3 to program 4. The patient reported that the therapy/symptoms was indicated as sudden. The patient reported that she felt intermittent "charges" on her left leg and around implantable neurostimulator (ins) site. Information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.